Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set line snapped in half below the drip chamber while hanging the paclitaxel bag, causing the chemotherapy medication to spill out. The following information was provided by the initial reporter: "paclitaxel was prepared for a patient in the systemic therapy clinic. Upon the nurse hanging the bag the line snapped clean in half below the drip chamber. The patient had not received any drug - this occurred as the nurse was programming the pump. The nurse was not pulling on the line at the time of the line breaking. Paclitaxel poured out of the broken line causing a chemo spill.